Event description:
Ous MDR - after an implantation period of approximately 87 months, a possible insulation breach on the lead was reported. The lead was capped. As the associated ICD could not be interrogated, it was replaced in a separate surgical intervention and returned to biotronik for analysis. Should additional information become available this file will be updated.

Manufacturer narrative:
The ICD complained about was returned for analysis. The lead complained about was not available. The analysis is therefore based on the analysis of the production documents, the available diagnostic images, and the analysis of the ICD. The manufacturing process of the devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The provided x-ray films confirm the rope conductor outside the lead, as reported in the complaint text. An increased stress level due to interaction with the atrial lead and the ventricular brady lead cannot be ruled out. The ICD underwent an electrical test. It turned out that the device could no longer be interrogated, matching the clinical observation. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly. A discharged battery was detected. The electronic module was connected to an external voltage source and underwent an electrical function check. First, the current uptake of the electronic module was tested, which was normal and as expected. An additionally performed long-term study of the current uptake also showed no anomalies. Subsequently, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time of the high-voltage capacitors was normal. In a next step, the battery was returned to the manufacturer for a destructive analysis. This study has not been concluded till today. As soon as the analysis results for the battery are available, this report will be updated accordingly.